Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer went to the emergency room (ER) with a blood glucose level of over 1000 mg/dl with ketones. Customer attempted to address the elevated (bg) by delivering a bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 24 with no permanent damage.